Event description:
International affiliate reports that six months ago, the patient started to have increased gait problems, headaches, and difficulty getting into the car. The patient had an MRI of spine/head-mylograms-shunt studies and all looked normal except shunt study said that there was reflux proximally (into ventricles) suggesting a slowness at proximal end. The valve was explanted and replaced.